Event description:
Patient reported "recall of silicone implants". Patient reported later "2 lump". Later, healthcare professional reported "capsular contracture baker grade iii" and deformity. Device has been explanted and replaced with another manufacturer's device. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Clarification to h.6. F1905: this code is removed as the device has not been explanted yet. Additional, changed, and/or corrected data: b5, h6.

Event description:
Device remains implanted.